Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the doctor had to stop using product after two uses because there were white flakes falling into patients intraoperatively. Occurred during surgery, no patient harm. No surgical delay. Further information: procedure was right occipital neuralgia, the surgeon was able to remove the white flakes from the patient, the patient did not require any further medical care because of this, the surgery was completed successfully, the patient has suffered no ill effects from this incident.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found unknown deposits. Additionally we found a damaged ceramic insulation (B)(4). Furthermore we made a visual inspection of the fracture surface. We also found friction marks and grooves. Additionally, we found black discolorations. Batch history reviews: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard and DHR files, a material defect or production error can be excluded. No pores or foreign bodies could be found on the point of rupture. Investigations lead to the assumption that the visible damages were caused by an improper handling due to a mechanical overload situation. We can not determine the exact cause for the black discolorations. No CAPA is necessary.